Event description:
The male patient was admitted for an elective coronary angiogram. The target vessel was the mid left anterior descending artery. The vessel was a de novo, concentric and bifurcated lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 15mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a balloon (2.5/15mm) at 6atm for 20 seconds. A cypher stent (2.5/18mm) was implanted at 14 atm for 30 seconds. Post dilation was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured.five days following the index procedure, the patient complained of chest pain. A coronary angiogram was conducted and thrombus was observed inside the implanted cypher stent at the mid left anterior descending artery. Poba was conducted with a balloon (2.5/length unknown) at 16atm for 20 seconds.physician's comments: the cause of the thrombotic event was because the implanted cypher stent was under-dilated.